Event description:
It was reported the pt feeling warmth at his ipg site all of the time. It was reported his physician is aware of the issue and the pt's scs system is currently turned off to determine if the warming sensation subsides. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.